Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient details or further information.

Event description:
It was reported that the biliary stent could not be deployed. The delivery system with the stent was removed and another stent was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. During the evaluation of the returned device, the stent could be completely deployed without any difficulty. No device deficiency was found which might have led to the alleged deployment failure. Therefore, the reported event could not be reproduced. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. This kind of event may be associated with a difficult vessel anatomy or challenging placement site resulting in high friction during the attempt to release the stent. In this case, it was reported that the tracking path was heavily calcified. Insufficient flushing of the device may be another contributing factor to the reported event. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." And "do not hold the delivery system catheter during stent deployment." The reported application represents an off-label use of the device. The bard lifestar biliary stent system is indicated for the treatment of biliary strictures resulting from malignant neoplasms. The safety and effectiveness of this device for a treatment as described has not been established.